Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063390. It was reported that the end of the infusion pump tubing (male lure end) came out of the end of the distal y-site connection site.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a sample was received and the separation below y-site was immediately apparent, verifying the customer's complaint. A device history record review for model 2426-0500, lot number 20063390, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was investigated under microscope and the root cause has been determined to be a lack of solvent in the tubing fixture during assembly. H3 other text : see h.10.

Manufacturer narrative:
The initial reporter also notified the FDA on 13 october, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063390. It was reported that the end of the infusion pump tubing (male lure end) came out of the end of the distal y-site connection site.